Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant: 5076-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported the right ventricular (rv) lead thresholds were high and there was high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.